Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent a cardiac ablation procedure for premature ventricular contraction (pvc) with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring surgical intervention. It was reported that during a pvc case, a cardiac perforation was noticed as the patient had a slight drop in blood pressure. The perforation was confirmed by intracardiac echo (ice). The medical intervention provided was open heart surgery. The patient was reported to be in stable condition. The physician confirmed the cause was due to manipulation in the right ventricular outflow tract (rvot) and not during ablation. The event was discovered during the use of biosense webster, inc.(bwi) products. The physician¿s opinion on the cause of this adverse event is manipulation of ablation catheter- not a malfunction. The patient required extended stay due to the surgery and had fully recovered (no residual effects). Transseptal was not performed. Ablation was performed but not on the right side (rvot) where the perforation happened. There was no evidence of steam pop. Standard irrigation settings were used. No error messages were displayed on the bwi equipment during the procedure. Graph, dashboard, vector and visitag were used for force visualization. Visitag settings were 3mm, 3 sec , 25% 3g. Color set by tag index. With the information provided, the event was conservatively assessed as MDR reportable under the ablation catheter (thermocool® smart touch® sf bi-directional navigation catheter).

Manufacturer narrative:
It was reported that a female patient underwent a cardiac ablation procedure for premature ventricular contraction (pvc) with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring surgical intervention. During the pvc case, a cardiac perforation was noticed as the patient had a slight drop in blood pressure. The perforation was confirmed by intracardiac echo (ice). The medical intervention provided was open heart surgery. The patient was reported to be in stable condition. The physician confirmed the cause was due to manipulation in the right ventricular outflow tract (rvot) and not during ablation. The patient required extended stay due to the surgery and had fully recovered with no residual effects. With the information provided, the event was conservatively assessed as MDR reportable under the ablation catheter (thermocool® smart touch® sf bi-directional navigation catheter). The biosense webster, inc. (Bwi) product analysis lab received the device for evaluation on 1/20/2021. The investigational analysis has been completed on 2/16/2021. The device was visually inspected, and it was found in good condition. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the catheter was deflecting correctly and irrigating partially. Dome was dissected and foreign material was observed occluding some irrigation holes. However, pressure was according to specifications during the flow test. The quality assurance laboratory concluded that the reddish foreign material was primarily composed of a biological-based material, presumably blood. A manufacturing record evaluation (mre) was performed for the finished device 30441916m number, and no internal action related to the complaint was found during the review. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage. All units are inspected prior to leaving the facility and the mre verified that this complaint unit was in good condition. The partial irrigation observed at the device was not reported as part of the initial complaint and it was determined to be due to the biological material blocking the irrigation holes and unrelated to the adverse event that was reported. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device on (B)(6) 2021 for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).